Manufacturer narrative:
There is no indication that the customer reported complication of bleeding was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure based on the reviewed customer follow-up.

Event description:
It was reported that during an ion lung biopsy procedure, the patient developed had some bleeding. The details of the bleeding and how it was treated were not provided. The patient was reported to be doing fine. There was no allegation of device issues or malfunction associated with the event. Further details were not provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.